Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in an adult female patient who had essure (ess205) (batch no. 609811) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included depression, body mass index normal and cervicitis. On (B)(6) 2006, the patient had essure (ess205) inserted. In 2009, the patient experienced dyspareunia ("painful intercourse"), headache ("headaches"), weight increased ("weight gain"), fatigue ("fatigue"), migraine ("migraines") and abdominal pain ("abdominal pain"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), anxiety ("anxiety"), depression ("depression") and back pain ("back pain"). The patient was treated with surgery (hysterectomy (full) and salpingectomy (bilateral removal of fallopian tubes)). Essure (ess205) was removed on (B)(6) 2015. At the time of the report, the pelvic pain, dyspareunia, headache, weight increased, anxiety, depression, fatigue and migraine outcome was unknown and the abdominal pain and back pain had resolved. The reporter considered abdominal pain, anxiety, back pain, depression, dyspareunia, fatigue, headache, migraine, pelvic pain and weight increased to be related to essure (ess205). The reporter commented: she had need for additional surgery diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 21.1 kg/sqm. Hysterosalpingogram - on (B)(6) 2006: total bilateral occlusion concerning the injuries reported in this case, the following ones were described in patient¿s medical record confirming event:pelvic pain, fatigue,dyspareunia most recent follow-up information incorporated above includes: on (B)(6) 2018: pfs received, reporter added ,lot number added , events added as :- fatigue,migraines,abdominal pain, back pain incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in an adult female patient who had essure (ess205) (batch no. 609811(invalid)) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included depression, body mass index normal and cervicitis. On (B)(6) 2006, the patient had essure (ess205) inserted. In 2009, the patient experienced dyspareunia ("painful intercourse"), headache ("headaches"), weight increased ("weight gain"), fatigue ("fatigue"), migraine ("migraines") and abdominal pain ("abdominal pain"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), anxiety ("anxiety"), depression ("depression") and back pain ("back pain"). The patient was treated with surgery (hysterectomy (full) and salpingectomy (bilateral removal of fallopian tubes)). Essure (ess205) was removed on (B)(6) 2015. At the time of the report, the pelvic pain, dyspareunia, headache, weight increased, anxiety, depression, fatigue and migraine outcome was unknown and the abdominal pain and back pain had resolved. The reporter considered abdominal pain, anxiety, back pain, depression, dyspareunia, fatigue, headache, migraine, pelvic pain and weight increased to be related to essure (ess205). The reporter commented: she had need for additional surgery. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 21.1 kg/sqm. Hysterosalpingogram - on (B)(6) 2006: total bilateral occlusion. Concerning the injuries reported in this case, the following ones were described in patient¿s medical record confirming event:pelvic pain, fatigue,dyspareunia. Most recent follow-up information incorporated above includes: on 10-aug-2018: update of information (batch is invalid). Incident no valid lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of device dislocation ("two coils are extruding on the right fallopian tube") and pelvic pain ("pain") in an adult female patient who had essure (ess205) (batch no. 609811(invalid)) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included depression, body mass index normal, cervicitis and abdominal cramps. On (B)(6) 2006, the patient had essure (ess205) inserted. In 2009, the patient experienced dyspareunia ("painful intercourse"), headache ("headaches"), weight increased ("weight gain"), fatigue ("fatigue"), migraine ("migraines") and abdominal pain ("abdominal pain"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), anxiety ("anxiety"), depression ("depression") and back pain ("back pain"). The patient was treated with surgery (hysterectomy (full) and salpingectomy (bilateral removal of fallopian tubes), oophorectomy) and surgery (hysterectomy (full) and salpingectomy (bilateral removal of fallopian tubes), oophorectomy). Essure (ess205) was removed on (B)(6) 2015. At the time of the report, the device dislocation, pelvic pain, dyspareunia, headache, weight increased, anxiety, depression, fatigue and migraine outcome was unknown and the abdominal pain and back pain had resolved. The reporter considered abdominal pain, anxiety, back pain, depression, device dislocation, dyspareunia, fatigue, headache, migraine, pelvic pain and weight increased to be related to essure (ess205). The reporter commented: she had need for additional surgery diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 21.1 kg/sqm. Hysterosalpingogram - on (B)(6) 2006: total bilateral occlusion. Concerning the injuries reported in this case, the following ones were described in patient¿s medical record confirming event: pelvic pain, fatigue, dyspareunia. Most recent follow-up information incorporated above includes: on 16-oct-2018: plaintiff fact sheet and medical records received. Events added from pfs- two coils are extruding on the right fallopian tube. Concomitant disease, reporter information were added. Incident no valid lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in a female patient who had essure (ess205) inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2006, the patient had essure (ess205) inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dyspareunia ("painful intercourse"), headache ("headaches"), weight increased ("weight gain"), anxiety ("anxiety") and depression ("depression"). The patient was treated with surgery to remove the essure implant on (B)(6) 2015. At the time of the report, the pelvic pain, dyspareunia, headache, weight increased, anxiety and depression outcome was unknown. The reporter considered anxiety, depression, dyspareunia, headache, pelvic pain and weight increased to be related to essure (ess205). The reporter commented: she had need for additional surgery. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.